Manufacturer narrative:
Per the instructions for use, conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, the exact cause of the complete av block post procedure cannot be confirmed. Procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), five days post deployment of a 23mm sapien 3 valve, the patient developed complete av block. A permanent pacemaker (ppm) was implanted on postoperative day (pod) 7. During a transfemoral tavr procedure, the annular area measurements were borderline for a 23mm sapien 3 valve and a 20mm sapien 3 valve. A 23mm sapien 3 valve was selected due to the mild valvular calcification. The valve was positioned in a 60:40 aortic/ventricular (a/v) position and deployed in a final 70:30 a/v position using 2ml less than nominal volume. Post deployment, mild paravalvular leak (pvl) was observed between the 9 o¿clock to 2 o¿clock areas. It was also noted that the valve was not fully expanded at the non-coronary cusp (ncc). The decision was made to post dilate the valve. Since the delivery system had already been removed, a balloon aortic valvuloplasty (bav) catheter was prepared with 1ml less than nominal volume and used to post dilate the valve. Following post dilation, the pvl at the 9 o¿clock position was observed to be trivial and the procedure was completed. On pod5, complete av block occurred. On pod7, a ppm was implanted. The native annulus measured 19.1mm by tee with a valve area of 330mm2 to 340mm2. Mild valvular calcification and no aortic root calcification was reported.